Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor stopped working and it kept saying lost sensor. Customer stated that when she charges it and connects it, it does not light up. Customer's blood glucose started in the 530's mg/dl and then went as high as 540 mg/dl. Customer treated by bolusing with the pump. Customer stated that when she reconnected to the sensor, her blood glucose stared lowering. Customer woke up this morning with a blood glucose level of 133 mg/dl. Customer declined to check for possible site or insulin issues. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change and to follow up with her health care professional regarding the high blood glucose readings.